Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a stent placement procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the guide catheter detached when the stent was attempted to be deployed in the bile duct. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed that no other damage was noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Component code 3038 relates to problem code 1069 for the reported event of guide catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.